Event description:
Customer reported the fluoro images are dark. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the brightness and contrast on the monitors. System operates as intended.